Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that a foreign body in the shape of a snowflake was noted inside of the patient's eye after injecting viscoelastic solution into the anterior chamber during surgery. There was no impact to the patient. Additional information has been requested. Additional information received confirmed that the bacterial culture performed was negative.